Event description:
The patient was an 81 year old male admitted on 12/26/91 with arteriosclerotic coronary heart disease with obstruction of prior coronary artery grafts. The patient went for "re-do" coronary artery bypass grafting during this hospitalization. He subsequently developed respiratory failure, acute renal failure, staph infection of the sternal wound and recurrent ventricular dysrhythmias. On 1/13/92, the patient was in the coronary care unit on the 7200 ventilator after having "coded" in the progressive care unit two days earlier . At that time, the patient had exhibited bradydysrhythmias and the lifepack viii external pacemaker with quick pace patches had been applied. After thje patient was moved to ccu, this device was left in place, in case further problems with slow heart rate occurred. On the evening of 1/13/92, the patient suddenly went into v-tach. As the nurse reached the bedside, she was thinking that the lifepack viii was loaded with the defibrillator cassette, instead of the pacing cassette. She preceeded to charge them through the cassette, as would be appropriate when the defib cassette is in place. This action did not deliver current to the patient. However, he spontaneously converted out of the rhythm several seconds later, leading the nurse to believe the patient had been sucessfully cardioverted by the life pack viii. Twenty minutes later, the v-tach reoccurred. The same action was repeated by the nurse. This time, the patient did not spontaneously convert out of rhythem and the nurse immediately realized that the pacing cassette was in the machine. She removed the pacing cassttte and replaced it with the defib cassette. At this time, she realized that the quick pace patches on the patient's chest were not compatable with the defib cassette, so she removed the patches and used the handheld paddles to attempt the cardioversion. The patient required multiple shocks and at this time, the zoll defibrillator was brought in and used to complete the code. The patient later expired. Once the incident was brought to my attention, the lifepack viii was impounded and checked. No malfunction was found. The operator error, in my opinion did not contribute to the patient's demise. His age and physical diagnoses were major factors determining the outcome of the resuscitative efforts.barbara murphy, rndevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, incorrect technique/procedure, defibrillator subassembly. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. The device was not destroyed/disposed of.